Event description:
The manufacturer received information in reference to a "ds2adv auto CPAP" device alleging humidifier not heating up, nose bleeds and mini heart attack. There was a report of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacture for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.